Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50 serial: (B)(4). Batch: 18415965.

Manufacturer narrative:
Sc-2218-50 (sn: (B)(6)). The returned lead was analyzed and the allegation of high impedance have been confirmed. Visual (microscope) and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location is 1 cm from the set screw mark of the clik anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik anchor resulting in the reported complaint. It appears that the lead was exposed to excessive mechanical force or movement causing the cable fractures right at the anchor point.

Event description:
It was reported that the patients lead had high impedance. The patient underwent a lead replacement procedure and was doing well postoperatively.